Manufacturer narrative:
Visual and microscopic examination of the crimped stent found mid stent damage. One of the struts were lifted in the mid section of the stent. This type of damage present on the stent is consistent with a restriction having occurred during the procedure. No kinks or damage were noted along the shaft of the device. The balloon and tip profiles were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the reported complaint cannot be determined.

Event description:
Determined to be reportable based on analysis. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion was located in the mid left anterior descending artery. The details of the lesion are unknown. The 2.25x20mm taxus liberte stent was unable to cross the lesion. The procedure was completed with another of the same device. However, device analysis revealed stent damage.